Event description:
Consumer called to report doctor's recommendation to go to the e.r. Due to the low sugar readings. Consumer was unable to monitor correctly because of a faulty meter and inaccurate readings.